Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument could not be removed from the cystic duct. The surgeon resected the device of the duct and completed the procedure with another instrument. The hosp has reported that the pt's status is satisfactory.